Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings; the sample in question appeared to be at the level of detection and may not repeat when retested. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 273163 on panther instrument sn (B)(4) which had a discrepant sample. Since the sample in question was positive but from an invalid wl, customer retested the sample twice, where one result was negative and the other positive. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Customer decided to report the positive result with no associated/reported adverse events.